Event description:
Boston scientific received information that during a routine implant procedure, the initial placement of this right ventricular (rv) lead exhibited poor sensing measurements. The implanting physician repositioned the lead further into the rv apex with acceptable measurements. Soon after the placement of the rv lead, the patient's blood pressure decreased. An echocardiogram was immediately performed which confirmed tamponade. A pericardiocentesis procedure was performed and the patients' blood pressure returned back to normal. The device system was implanted without further complication. The patient was transferred to the intensive care unit and was reported to be in stable condition.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.